Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Patient identifier, age, weight, and initial reporter's address requested.

Event description:
Clinic reported a patient who developed a large nodule in right axilla 21 days post miradry treatment. The patient noticed the nodule, which was hard and painful when touched, about 14 days post-treatment. The treating physician prescribed cox inhibitor and empirical antibiotics. At 21 days post-treatment, the patient returned to the clinic for antibiotics to control the inflamed tissue.